Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: the end user found a black particulate in the filtered extension set. No injury reported.

Manufacturer narrative:
This report has been identified as event 2 of b. Braun medical internal report number (B)(4). One (1) photo was provided for evaluation. The returned photo was visually evaluated per specification, and residue was unable to be identified. It was also reported by the end customer that the filter had not been changed over until a prolonged time of 24 hours. Therefore, this defect was determined to not have been due to a manufacturing issue. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.